Event description:
Reporter indicated that vns patient was explanted due to infection at the pulse generator/pocket area. Treating physician indicated that "the infection is from the surgery, as is the risk with any operation" and that attempts were made to salvage the vns therapy system, however, the infection would not resolve. The infection was treated with antibiotics and I&d as well as explant of both the lead (excluding electrodes) and generator. At the time of initial implant surgery, preoperative antibiotics were not prescribed as recommended in device labeling. Both intraoperative and postoperative antibiotics were utilized. The vns therapy system tunneling tool was used as a single-use-only device during the procedure. The patient had not undergone any other surgical or dental procedures or invasive monitoring either three months pre or post vns implant surgery and is not implanted with any other devices. At follow-up office visit 18 days post explant, the patient was stable with no signs or symptoms of inection. The infection has reportedly resolved. Investigation to date contains neither allegation nor indication that the vns therapy system was a casual or contributing factor to the reported event as sterilization of both devices was confirmed and there is no report of sterility having been compromised prior to implant.